Event description:
It was reported that the device overheated during a procedure. The procedure was completed with the same device. There were no adverse consequences to user or patient in this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the event has reported was not duplicated. Repairs were done on the device and it was returned to the customer.